Manufacturer narrative:
Returned device was evaluated. Visual inspection revealed small breaks in the cover and one cover screw missing. During testing the unit was able to power on using ac power but was unable to power on using battery power. The device was able to obtain measurements and alarmed audibly and visually under alarm conditions. The device was left on ac power for one hour and no unexpected shutdowns were observed. The power button was found to be mechanically damaged and requires excessive force to trigger, which could trigger the on/off without being touched. Internal inspection showed component l33 on the system board is cracked along a solder joint, and the ac inlet module grounding pin is broken creating an open circuit for equipotential grounding.

Event description:
The customer reported the device is randomly turning off. No patient consequence or impact reported.